Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient's heart rate dropped below the limit, but the monitor did not trigger a low heart rate alarm. No adverse event was reported.